Event description:
The patient did not have a history of right heart failure prior to left ventricular assist device (lvad) implant. The patient was given diuretics and the issue had resolved. The patient was under regular outpatient care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of the hm 3 lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).

Event description:
It was reported that on (B)(6) 2023, the patient developed right heart failure with peripheral edema.